Event description:
It was reported that there was difficulty removing a balloon from the isleeve. The isleeve was prepped and placed in the patient. A non-bsc 22mm balloon was placed through the isleeve and into the aortic valve, the balloon was inflated but due to the calcium, the balloon ruptured. As they tried to remove the balloon it was met with significant resistance. They tried several times unsuccessfully to remove the balloon but it would not come through the sheath. They had no choice but to remove the isleeve with the balloon wedged inside. The isleeve was replaced with a new one and continued on with the procedure with no complications. The patient was fine. Device evaluated by MFR: the returned product consisted of an isleeve sheath with three non-bsc balloon catheters in the lumen. The sheath and tip were microscopically examined. The sheath is kinked/buckled in numerous locations. One of the seams is split 16.5cm from the distal tip to the tip. All of the other devices were able to be removed from the isleeve with little resistance. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage.